Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a pinch valve failure. The deaeration valve had become brittle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit was being used with the visera elite video system center, noted that the clamp part of the smoke exhaust tube was hard and leaking, but suction was still applied as part of a therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the deaeration valve was hard due to the failure of the pinch valve. However, the definitive root cause of the pinch valve failure could not be determined. Olympus will continue to monitor field performance for this device.